Event description:
On (B)(6) 2012, user facility medwatch report (B)(4) was received: during surgery using the laparoscopic da vinci, the surgeon noticed arcing from the accessory tip cover that was covering the scissors. Upon closer inspection, small holes were discovered in the cover allowing current to escape. The surgeon voiced concern about an increased risk of an inadvertent burn to surrounding tissues. The same problem has been reported twice within the last week. No patient injury was sustained on either event. Additionally it was noted on both used tips that the ink that is used labeling is flaking off making it illegible.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint engineering found two holes near the tip of the tip cover. The holes are approximately 0.3 inches in diameter and are connected with a crater like shape. The shape and location of the holes indicates an arcing event likely occurred. Upon follow up with the robotic lab technician at (B)(6) hospital, it was discovered that tears were seen in the tip cover accessories and that the same surgeon reported both events. The site was provided experts from the IFU regarding tip cover arcing prevention tips.